Event description:
This is a clinical study device. During direct myocardial revascularization procedure, tip deflection was inadequate and the direction indicated on the monitor was opposite to the direction the sensor actually pointed. Patient could not talk post procedure, so narcotics were reversed and an immediate neurological consult obtained.